Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the provided photo showed blood was visible in the blood side; however, it did not show any blood leakage on the outside of the header cap. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during patient treatment with a polyflux 17l set an external blood leakage from the header occurred, "as small droplets issue". The event was noted during the 4th hour of treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.